Manufacturer narrative:
The t:slim user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump no longer could be powered on after exposing the pump to water. Customer's blood glucose level was 136 mg/dl. Customer was ultimately able to power on the pump and continued to use the pump for insulin therapy.